Manufacturer narrative:
Evaluation of the returned device involved in this report by a zyno representative indicated that the occlusion alarm was out of specifications. The pump was repaired, re-calibrated and tested per specifications, and returned to customer.

Event description:
The device distributor reported that the pump would not occlude. There was no patient involved. Zyno medical llc has requested but has not received any information to determine if the issue was identified at end user facility or at the distributor service site.